Manufacturer narrative:
Journal article: a tough calcification versus a tough cardiologist: a case report authors: jan kulczycki, adrian wlodarczak, magdalena lanocha, maciej pecherzewski, artur jastrzebski, marek szudrowicz, andrzej korda, maciej lesiak journal: kardiologia polska. Year: 2021. Reference: doi:10.33963/kp.15813. Date of publication procedural images were provided in the article. The images show antegrade coronary angiography of the right coronary artery, lesion crossing under retrograde contrast guidance, advancement of a non-medtronic microcatheter through the lesion, the right coronary artery after pre-dilation, delivery of a non-medtronic balloon via a non-medtronic guide extension catheter and the final optimal angiographic result. There were no images showing deployment of the resolute onyx stents or the reported adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled - a tough calcification versus a tough cardiologist: a case report - was submitted for review. The case report is of a patient that was admitted to undergo an elective pci to treat chronic total occlusion (cto) of the right coronary artery (rca). A previous angiography had showed proximal occlusion of the rca and heavy calcification of the vessel. Due to persistent symptoms of class iii angina, the patient was referred for angioplasty of the rca cto lesion. The index procedure was performed via the right femoral access. A non-medtronic microcatheter and multiple of non-medtronic guidewires were used to attempt crossing the lesion. All attempts to cross the lesion with the initial non-medtronic microcatheter and non-medtronic low-profile balloon failed. Successful crossing was achieved with another non-medtronic microcatheter which provided rotational advancement when rotated clockwise, used with a non-medtronic guidewire. Pre-dilatation of the proximal and medial segments of the rca was performed with three non-medtronic balloon catheters. Due to suboptimal balloon expansion, vascular lithotripsy was performed with a non-medtronic catheter and non-medtronic guide extension catheter. Three resolute onyx drug-eluting stents were then implanted. Two non-compliant non-medtronic balloons were used for stent optimization. An angiographic result with thrombolysis in myocardial infarction flow grade of 3 was achieved. A day after the index procedure, elevation of troponin t concentration was observed, with the highest level of 65.9 pg/ml, and creatine kinase¿mb concentration was elevated to 5.11 ng/ml. No significant increase in the level of creatinine was noted. The patient was discharged on the fourth day after the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.